Manufacturer narrative:
The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected alarms/alerts noted during testing. Successfully downloaded history files and traces using thump. Verified the following alarms/alerts in downloaded history/trace files: pump error 63 on (B)(6) 2022 at start time 08:59:08.000 with variable 15 and 2 no delivery alarm starting on (B)(6) 2023 07:49:08.000. Pump error 63 variable 15 confirmed due to hardware error, isolated to electronic stack. Verified the pump alarmed no delivery during basal/bolus/priming in pump downloaded history near event date 2 times. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 1 no delivery alarm during priming: starting on (B)(6) 2023 07:49:08.000. 1 no delivery alarm during bolus: starting on (B)(6) 2023 19:56:45.000 test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, missing display window/cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and end cap address label missing. Pump error 63 variable 15 confirmed due to hardware error, isolated to electronic stack. No unexpected insulin flow block alarms observed during analysis, no delivery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a hardware low level failure (pump error 63). Troubleshooting was performed and found that the customer able to successfully clear the alarm and also able to complete rewind.  No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue using the insulin pump and will  be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations.